Manufacturer narrative:
Description received was: "t1 sn (B)(6) was on patient. They started getting errors on machine and discovered patient fluid and fatty tissue inside the flow sensor. Vent appeared to go into backup mode ventilation but even after clearing obstruction got errors on machine. They want machine looked at in person. Arranged to have field service on site" additional information from customer: it was reported that during patient ventilation ("f 18, vt 500, 100% peep 12"), the device triggered an "external flow sensor alarm". During troubleshooting by staff, secretions were discovered in "elbow between flow sensor and the tube, which was cleared and patient reconnected." The alarm persisted, and the device spontaneously switched to pcv+ mode. The staff tried to "manual change to acv/simv. The control panel came, up and then the team noted pcv+ was still active. A reboot did not provide any resolution." It was noted that a spare breathing circuit with a flow sensor was not available device logs were not provided with this complaint. The operators manual of the hamilton-t1 states: 7.6.1 sensor failure mode when there is a problem with the flow sensor that lasts for more than three breath cycles, the external flow sensor failed alarm is generated and the ventilator switches to sensor failure mode. Ventilation continues in pcv+ mode. Once the alarm is resolved, the ventilator exits sensor failure mode and returns to ventilation with the previous mode and settings. The obstruction in the flow sensor tubing was cleared, and the expiratory valve assembly was replaced to resolve the issue, and the device was returned to the customer ready for use. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Event description:
The following was reported to hamilton medical ag: during patient ventilation the ventilator device intermittently alerted for a variety of obstruction errors and switched to safety mode. Patient fluid and fatty tissue were noticed inside the flow sensor. Device logs needed for investigation were not provided to hamilton medical ag. Medical intervention and patient harm were reported without further explanation.